Event description:
According to the reporter, during a laparoscopic giant splenectomy, the device was able to fire but had poor staple formation and the staples burst out. New handle and staple reload were used to suture the incision. There was no tissue damaged on the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received closed in a plastic bag with an ultra-short instrument and the reload physical appearance was satisfactory; there was no sign of damage. The appearance of the loading end of the reload was normal and it could be loaded without difficulty to the received representative ultra-instrument. Pushers are visible and engaged along the entire cartridge area indicating the unit was fired. There was a section in the middle where pushers were not fully out which may suggest thick tissue obstructed them, different as the other pushers. Interlock was observed correctly engaged and cartridge/channel slot was free of obstructions and knife edge was free of damage or deformations. Cartridge tabs were fully engaging the channel on both sides. To inspect the internal components of the reload, the cover tube and channel adapter were removed: externally and internally, the reload components were found correctly installed per sop (B)(4) ¿egia tri staple reload cell 9¿ rev 212. The sled was observed damaged or scratched which could be as a result of extreme force applied during firing. Cartridge was observed, and all pushers were deployed as expected, no abnormalities observed. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied on over indicated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: there are contraindications listed for proper use of the egia reorder codes based on corresponding tissue thickness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.